Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed evidence of power on resets. On examination, the pump had visible moisture in the display lens. The battery compartment was found to be cracked from the threads down to the case seal. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation. The pump was powered on with functional auditory alarm. There was no functioning vibratory alarm. The display screen did not illuminate when the pump powered on. A leak test was performed; the pump failed the leak test evidenced by moisture leakage at the battery compartment crack. The pump cover was removed for further investigation revealing further moisture damage to the interior compartment and components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; battery compartment cracked with moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.